Event description:
Smiths medical foreign country has informed us of an event that leakage through the cuff was found after an unk amount of time after being orally inserted. The device was checked prior to use per the instructions for use. No adverse outcome reported. Event occurred at hospital - foreign country.